Event description:
It was reported to ventec that the device had no ventilation output. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of no ventilation output was confirmed. Ventec opened the device in order to perform a visual inspection and observed some residue inside the blower that prevented the cylinder/fan from spinning. Ventec replaced the blower to resolve the reported issue. Proper device operation was confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the blower.